Event description:
Additional information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported an x-ray had shown the device was displaced from the original position and it was obvious from impact of a fall. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0gkjk, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported that the patient fell on (B)(6) 2015 and injured their knee. The patient had a return of frequency in urination since the fall. The patient experienced a loss or change in therapy due to a sudden change in therapy. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient fell and the implantable neurostimulator was out of place. The device was replaced.